Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The portion of the fastener that was not on the left atrial appendage was not released from the delivery tool of tigerpaw system ii. No known blood lost or injury referred to this event. No additional medical intervention.